Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. In addition, the gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue and observed gripper line break appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. During grasping when the gripper was lowered, it was observed on transesophageal echocardiography (tee) that the gripper line was in the direction perpendicular to the shaft more than usual. The clip was opened and an attempt was made to raise the grippers however one would remain lowered. Troubleshooting was performed however was unsuccessful. After inverting the clip and returning to the left atrium (la), the gripper still remained lowered therefore the cds was removed. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.